Event description:
(B)(4). Same case as MDR ID# 2134265-2013-01655. It was reported that post a stenting treatment procedure, a myocardial infarction occurred. Index procedure: (B)(6) 2010 - the patient had two target lesions. Target lesion #1 was located in the mid lad with 80% stenosis and was 6 mm long with a reference vessel diameter of 2.5 mm which was treated with pre dilatation and placement of a 2.50 x 12 mm taxus liberte stent, with 0% residual stenosis. Target lesion #2 was located in the mid lad with 60% stenosis and was 10 mm long with a reference vessel diameter of 2.5 mm which was treated with pre dilatation and placement of a 2.50 x 8 mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. The patient was discharged the next day on aspirin and prasugrel. (B)(6) 2011 - the patient presented for evaluation of severe aortic stenosis with recurrent coronary artery disease. The patient was diagnosed with myocardial infarction and was hospitalized on the same day. At the time of the event, the patient was on aspirin and study drug, which was discontinued. A transesophageal echocardiography was performed and revealed the aortic valve to be severely calcified with very poor excursion. There was significant turbulent flow across the valve. There was 2+ aortic insufficiency noted. There was 1-2+ mitral regurgitation noted with thickening of the mitral leaflets. Left ventricular hypertrophy was noted with some mild dilatation of the left ventricular cavity. (B)(6) 2012 - the patient was diagnosed with aortic valve stenosis and referred for CABG and aortic valve replacement. The next day the patient underwent a coronary artery bypass graft (CABG) left internal mammary artery (lima) to the left anterior descending artery (lad). In addition an aortic valve replacement was also performed. Four days later the event of aortic valve stenosis was considered resolved without residual effects and the patient was discharged on aspirin.

Event description:
It was further reported the two target lesions initially treated were de novo lesions, the patient was diagnosed with a non q-wave mi, and diagnostic cardiac cath performed (B)(6) 2011, revealed 'mild distal in-stent restenosis'

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).